Event description:
The customer reported that the insulin pump alarmed motor error during bolus several times. Troubleshooting was performed. The device was not exposed to an MRI. The blood glucose reading at time of call was 262mg/dl. Ran the displacement and self test, and they passed. Advised the customer revert to back up plan until the replacement of the insulin pump arrives. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump received with currents in specification. However, the device was unable to prime during the prime test as a result of a loose drive support disk. The motor was tested and passed the motor test.